Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the patient experienced an adverse event. The patient's mother reported that the patient's sensor had fallen off. It was indicated that the patient woke up because she was sluggish. The patient's mother took a finger stick reading that measured 50 mg/dl. The patient's mother treated the patient's low by giving her juice. At the time of contact, the patient was doing fine. There was no allegation of malfunction against the dexcom system. The patient's mother had based the patient's low event on the finger stick reading. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.